Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 8 x 40 stent successfully implanted in the proximal right internal carotid artery (rica) during the study index procedure. A 5 mm. Angioguard device was used. There were no reported procedural complications, device deviations or adverse events during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The residual stenosis was 0%. No debris was noted in the filter after removal. The day after the procedure, the patient was reported to have experienced an ischemic stroke. The neurological deficit options were reported as ¿other.¿ the onset of the event was sudden. The event was reported to be unrelated to a cordis device, the index procedure, or anticoagulation. The patient recovery was reported to be partial with minor residuals. The duration of the event was unknown. The patient¿s baseline nih scale score and stroke scale scores were zero. The patient was discharged three (3) days after the procedure with a nih stroke scale score of three (3) and stroke scale score of one (1). The proximal rica target lesion was reported to be: a 95% stenosis, 20 mm. In length, absent of thrombus, not calcified/tortuous, and eccentric. The lesion was pre-dilated. No debris was noted in the angioguard filter upon removal post-procedure.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient had a precise 8 x 40 stent successfully implanted in the proximal right internal carotid artery (rica) during the study index procedure. A 5 mm. Angioguard device was used. There were no reported procedural complications, device deviations or adverse events during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The residual stenosis was 0%. No debris was noted in the filter after removal. The day after the procedure, the patient was reported to have experienced an ischemic stroke. The neurological deficit options were reported as ¿other¿. The onset of the event was sudden. The event was reported to be unrelated to a cordis device, the index procedure, or anticoagulation. The patient recovery was reported to be partial with minor residuals. The duration of the event was unknown. The patient¿s baseline nih scale score and stroke scale scores were zero. The patient was discharged three (3) days after the procedure with a nih stroke scale score of three (3) and stroke scale score of one (1). The proximal rica target lesion was reported to be: a 95% stenosis, 20 mm. In length, absent of thrombus, not calcified/tortuous, and eccentric. The lesion was pre-dilated. No debris was noted in the angioguard filter upon removal post-procedure. No additional information was provided. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15812076 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ischemic stroke/cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.